Event description:
The customer contacted baxter?s technical service center regarding an alarm on the home choice (hc) during fill. The care giver (cg) stated the patient extension line was full of air bubbles, so the cg ended therapy and would start over. Product surveillance contacted the home patient (hp) on (B)(6) 2010 and the patient stated therapy was going well. The hp was able to resume therapy without any complications and did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The device was discarded and the lot number unknown.